Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. The low flow alarms were attributed to the position of the right ventricular assist device (rvad). Malposition of the rvad could not be confirmed based on the provided information. The explanted heartmate 3 was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. It was reported that the heartmate 3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 4 of the IFU explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms in the bi ventricular assist device (bivad). The physician requested low flow alarm software upgrade for the right ventricular assist device (rvad). The cause of the low flows was that the rvad was close to the septum. As the patient was sedated, patient symptoms were unable to be determined. The patient was treated with IV fluids. The software upgrade resolved the alarms. Flows were at 2.3 lpm. The device reportedly was working as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.